Event description:
It was reported that the pt underwent a blephroplasty surgery in which prolene sutures were used. The pt returned the next day and upon examination, it was found out that the suture broke in the middle of the suture line. Surgeon uses a purse string technique. The pt was resutured. No further consequences were reported.